Manufacturer narrative:
The subject device was returned to olympus medical systems corp for eval. The eval confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. The mfg history was reviewed, with no irregularities noted. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the probe had contact with something hard, and the probe cracked. After that, the probe broke when the probe received a load outputting or grasping tissue. This report is being submitted as a medical device report in an abundance of caution. See scanned page.

Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy. An unk error message was displayed. The user checked the device outside the pt. Then the probe of the device was broken. The procedure was completed with a similar device. There was no pt injury reported.